Event description:
Customer states: upon trying to replace the tube for that of the same size, found it could not be inserted into the stoma of tracheostomy. Customer confirmed no pt involvement.

Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report.